Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer left wall adapter plugged into a working outlet for at least 30 minutes using original charging supplies, pump began charging, pump did not shut down or become unable to turn back on, and no further assistance was required.